Manufacturer narrative:
The insulin pump was received with button error alarm due to flattened all the buttons dome switch. No moisture damage was found on keypad traces, electronic assembly or motor. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 214 mg/dl. Troubleshooting was not performed. The device was returned for analysis.